Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "pump failed downstream (distal) occlusion sensor test. Values are: 19.57 psi & 19.89 psi" was reproduced. Evaluation sent device for downstream occlusion testing and the downstream/ force sensor calibration values and found them to not be responding as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream/ force sensor calibration values and found them to not be responding as intended. The force sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream (distal) occlusion sensor test at values 19.57 psi & 19.89 psi in the biomedical service department. There was no patient involvement. No additional information is available.